Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, g1 and g4 were updated. The field service engineer (fse) performed a series of maintenance actions, indicating a lack of customer maintenance. He performed a hot water flush of the calibrator tubings, replaced the sodium electrode on (B)(6) 2025, and performed preventive maintenance on 25-nov-2025. The instrument was performing within specifications. The maintenance activities performed by the fse resolved the issue. The investigation did not identify a product problem. The cause of the event was due to a lack of customer maintenance.

Manufacturer narrative:
The cobas integra 400 plus analyzer's serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation of questionable sodium electrode results for 2 patients¿ samples tested on a cobas integra 400 plus analyzer. Sample 1: initial result: 133 mmol/l. Repeat result: 142 mmol/l. Sample 2: initial result: 127 mmol/l. Repeat result: 136 mmol/l. The initial results were low, prompting the repeat of the samples. The repeat results were deemed to be correct.